Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred during priming. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump passed all functional tests including the displacement, basic occlusion, occlusion, excessive no delivery, prime and motor tests. No motor error alarm was observed during testing. Cracks to the battery tube threads and reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.